Event description:
Boston scientific received information that the lead was in suboptimal position that it essentially offer poor biventricular pacing. The physician wanted to get a better left ventricular (lv) lead position. The lead was surgically abandoned and was replaced with lv (bipolar) lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.